Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06250. It was reported, the pt experiences pain at the ipg site after recharging. No further information is available at this time.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported sjm defers to the pt's physician regarding medical history.